Event description:
Additional information: it was later reported that they didn't know that it was an overdose. The pump was turned down to minimum rate. The patient passed away. They haven't determined the cause of death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
The following information was obtained from the patient's medical records from the hospitalization: it was noted that over the previous weeks he had been having more pain in his lower extremities. Forty-eight hours post refill of the pump with baclofen and morphine, the patient 'had some issues including difficulty moving his upper extremities on tuesday, some shortness of breath on wednesday, and on thursday some congestion'. The patient reportedly was not quite himself. The patient developed altered mental status and was subsequently found unresponsive. It was unclear if he was given narcan at the senior care center where he lived, the night before presentation to the emergency room. The patient was on multiple medications. The admitting diagnosis was 'respiratory failure/questionable narcotic overdose'. Emergency room assessment included the following information: in addition to being 'completely unarousable', the patient was noted to have severe bradycardia with a heart rate of 44 and 'respiratory failure' on presentation ('respirations to be 5'; spo2 of 75-88%). He was give atropine, multiple doses of narcan, aspirin for the possible acute coronary syndrome and intravenous fluids for the hyperkalemia . He was placed on noninvasive positive pressure ventilation for respiratory failure as he had 'long-standing' 'do not resuscitate/do not intubate' orders. The patient was initially hypotensive, but then became hypertensive; was noted to be in shock state. The patient's pump dose was decreased to the very lowest settings. Urine sample was cloudy with yeast, blood and leukocytes as well as 3+ protein and bacteria were noted in the urine specimen on the day of admission and antibiotics were prescribed. The patient had moderate left-sided hydronephrosis; urine output over 36 hours noted as 50 mls. It was believed that the patient had a junctional rhythm with 'some non-specific changes likely secondary to hyperkalemia. The patient was noted to have 'shock liver as well as evidence of rhabdomyolysis'; acute tubular necrosis in the setting of prolonged period of unresponsiveness, respiratory failure and pneumonia. The patient's prognosis per neuro exam while on narcan was determined to be poor, "with or without dialysis." The patient had abnormal neuro exam and was unresponsive to voice and pain despite narcan; r/o anoxic encephalopathy post arrest. The patient was deteriorating throughout the day on (B)(6) 2011; was made 'comfort level of care' and subsequently expired. Per this report, ''the patient's family did not request an autopsy.'' The pump contained compounded baclofen. The patient medications included: cymbalta; loratadine; tegretol; lyrica; gabapentin; baclofen; diazepam; simvastatin; furosemide; potassium.

Event description:
Morphine was added to the pump on (B)(6) 2011 with a daily dose of 2.5 mg/day. The primary drug of baclofen remained constant. A bridge bolus was programmed; the bridge duration was 46 hrs and 32 mins. Proper programming of the bridge bolus was confirmed. As of (B)(6) 2011, the pt was hospitalized and unresponsive. An overdose of morphine was suspected. Options including programming the pump to minimum rate mode or stopping the pump were being considered. A f/u report will be sent if add'l info becomes available.